Manufacturer narrative:
The reported events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Surgeon reported a patient was admitted to (B)(6) due to severe endophthalmitis and the implant has eroded through the unknown eye. Patient also experienced pain, this is not related to the device. The surgeon also "thinks tip broke off" the implant. Device remains implanted.